Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, clamp tubing. Per reporter residual volume was: 8.0 ml, rate 2.1 ml, and 88.05 ml was given. No adverse patient effects were reported. No additional information is available at this time.